Manufacturer narrative:
George, mark s., et. Al "a pilot study of vagus nerve stimulation (vns) for treatment-resistant anxiety disorders." Brain stimulation.

Event description:
Review of an article revealed that a vns pt in the study experienced an infection "possibly related to surgery." Good faith attempts for additional info have been unsuccessful to date.